Event description:
General report rec'd of underdeliveries using the same device. The pumps were programmed to deliver unspecified chemotherapeutic agents. No specific programming parameters were provided. In one case, specific event details were provided which indicated that the nurse was called back into the room after the pump alarmed that the volume to be infused was complete. At that time, it was noted that 30 ml of medication remained in the container. The nurse reprogrammed the device to deliver the remaining medication. The delivery was complete without further incident. There were no reports of any adverse pt effects. The customer contact stated that although the device reported underdelivered, the device remained in clinical svc for the remainder of the day as no replacement device was available. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.